Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a thoracic aortic dissection. It was reported that the patient returned for a CT scan where a possible type a dissection was observed. The patient was sent to hospital for surgical evaluation and the patient subsequently expired in hospital 11 days post the index procedure. No cause of the dissection was provided.  The cause of death is unknown. No additional clinical sequalae was provided and the patient has expired.

Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc4646c95tu, serial/lot #: (B)(4), ubd: 27-aug-2021, UDI#: (B)(4); product ID: vnmc3737c182tu, serial/lot #: (B)(4), ubd: 27-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.